Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the faults but replaced the common compute controller (ccc) on the vision tower due to the faults. After part replacement, the system was tested and verified ready for use. Intuitive surgical inc. (Isi) received the common compute controller (ccc) associated with this complaint. Failure analysis did confirm the reported event. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on with no issues. The system was power cycled five times with no issues. The unit remained on the system, and after five days of use the errors were triggered during an idle phase. The errors were all found to be present. The power cycle uuid was pulled, and the system was restarted where the errors were resolved. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted splenectomy with distal pancreatectomy surgical procedure, a non-recoverable fault error was displayed. The preoperative plan included removing the spleen. The tumor extended close to the celiac artery and midportion of the pancreas. Dissection was difficult due to adhesions at the final superior border of the pancreas near the celiac trunk. A small tear during dissection in this area on the splenic artery near the celiac artery caused some minor bleeding. This was grasped with the tip up fenestrated gasper instrument. The bleeding was well controlled. During this time, the first non-recoverable fault error message occurred, requiring the first system restart. There was no active bleeding at the time of the restart. A 12mm assistant port was used with a third-party laparoscope to maintain visualization. The system restarted; the error message was still present. A hard power cycle with circuit breaker reboot was required at this time. During the hard restart, the tip up fenestrated grasper instrument engaged in universal surgical manipulator (usm) 4 grasped the celiac artery. Visualization was maintained with the laparoscope when a "jerked" movement occurred from the usm 4 and the instrument. This movement ripped the instrument off the celiac artery, causing bleeding. The system was not powered back on at the time of the movement. The bedside assistant used the second 12mm assistant port with a third-party stapler to hold the bleeding at the celiac artery. No external forces were reported from the bedside. The robot was not powered on, the usms were forcibly removed from the trocars, and instruments were removed before the system restart. The instrument release key (irk) was not utilized. An emergent laparotomy was created, the surgeon was able to place their finger on the celiac artery controlling the bleeding. The patient's blood pressure had decreased, anesthesia provided intervention. Once the patient's status improved, abdominal retractors were placed, and the bleeding celiac artery was successfully sutured. The patient lost approximately 1.5 liters of blood; 5 units of packed red blood cells were administered intraoperatively. The procedure was completed as an open approach. The patient was transferred to the intensive care unit and was discharged home postoperative day five with no complications. On 07-mar-2025, intuitive surgical, inc. (Isi) received a medwatch database report draft with no generated number from the customer stating: patient prepped and procedure began in typical fashion. Procedure several hours underway when the davinci 5 tower signaled a "system error" and the tower, robot and provider console froze while robot arms x 4 in patient. Robot arm 4 and tip up was controlling small bleeder by holding and pressing down at the junction of the neck and body of the pancreas at previously stapled splenic artery. Visualization of vessels and surgical field maintained. Surgeon unable to utilize robot. Intuitive rep was in room at time of event and leading the troubleshooting of the robot. "Soft reboot" x 1, potentially 2 attempts, completed by rep with no change in ability of provider to continue with surgery robotically. Splenic artery bleeder with robotic tip up control of bleeder maintained. Decision made by rep and intuitive engineers to "hard reboot" the dv5. At time of "hard reboot" a reported 'jerky move' of robot potentially resulted in separation of splenic artery off of the pancreas resulting in profuse bleeding. Robot remained frozen and unable to move the 4 arms or entire robot. Case emergently converted to open procedure for hemorrhagic control. Robot arm manual release wrench utilize to release arm 4 (grasp of vessel) and arms physically moved from patient and field by operating room personnel. Robot manual release utilized to move entire robot out of way. Patient converted to open laparotomy for bleeding control and completion of pancreatectomy. Multiple blood products needed for stabilization of patient. Additionally, no davinci 12mm port and stapler utilized in case as robot arm unable to maneuver into dissected window and pass stapler. During the troubleshooting of the "system error" on the tower and the time that the providers were unable to move the robotic arms (as design intended) and continue with procedure, control of the bleeder on splenic artery was controlled by the tip up on arm 4. Providers that were at the patient and at the console report there being a 'jerking' movement of the robot arm upon the "hard reboot" and subsequent tearing of the splenic artery. The provider at the non-davinci port with the non-da vinci stapler was able to utilize the stapler and put pressure on bleeding artery as emergency conversion from robotic procedure to open laparotomy occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional investigation was completed. Information regarding the common compute controller (ccc) fault was provided in the initial medwatch report. While the definitive cause of the reported events could not be established, there is no indication that movement happened on the da vinci system during the restart leading to the reported movement and the vessel injury resulting in conversion to an open procedure. Analysis of the robot arm joint positions from the kinematic stream of data in relation to the manipulators snapshot before power cycle one and after power cycle three was performed. The difference in position was negligible on all joints of the manipulators confirming the system did not move, therefore the movement experienced was not from the system. When a da vinci system fault occurs, the system determines whether or not the fault requires a restart. When such a fault occurs, the system locks all the arms. In this state, the clutch buttons function normally, but the instrument is slightly harder to move, and it is not able to be left in clutch mode. Thus, the reported unexpected instrument movement likely resulted from an external source. Review of the service history indicates the system was functioning as expected after the event.